Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.